Event description:
The needle broke off of the tx microtip after 16 minutes of cutting time. Per the facility, there was no injury to the patient and the procedure was completed using another tx microtip.

Manufacturer narrative:
Evaluation of the alleged complaint microtip verified the broken needle. The nose cone of the tip was severely damaged and the needle was missing. Functional testing was not completed because it was not possible without the needle attached. Disassembly of the unit showed that there was no damage or defect on the crystal stack. Based on the reported use time, it is suspected that the customer was using the device on hard tissue. Per the labeling in the tx manual in the form of warnings or precautions, the tx system should not be used on hard tissues such as bone or bone cement.